Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented in clinic during follow up, non-sustained rv oversensing due to far-field p-wave oversensing was observed on the stored egm. Programming changes were made.